Event description:
Customer reported patient had total abdominal hysterectomy (had block w/ marcaine & exparel pre-op). A heat pack was used post-op for cramping & abdominal pain. Nursing reported heating pack was used per manufacturer guidelines and placed above the binder. A small blistered area noted at incision with surrounding erythema. Patient returned to hospital with concern for burn at incision site and infection. She required admission, plastic surgery consult, and 2 additional procedures with xenograft placement. Patient did report she used heat on her abdomen after discharge- unable to determine type of heating pack used.

Manufacturer narrative:
This complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow up report will be filed once the results have been completed.

Manufacturer narrative:
As no samples were returned for evaluation, a root cause could not be determined. A review of the device history record could not be performed as a lot was not provided. Cardinal health has made a business decision to close the site which manufactures product 80304a and transition to a third-party manufacturer. Cardinal health will continue to monitor complaint trends for this reported issue.